Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced ipsilateral stroke, in-stent thrombosis, and myocardial infarctions (mi). In some of these cases, intervention was required. This study was a retrospective chart review of 750 patients from january 2016 to january 2022 who underwent tcar. In the perioperative period, defined as 30 days post tcar, the following adverse events were experienced by patients: ipsilateral stroke (2.3%), thrombosis (0.5%), and mi (0.3%). 1.4% of patients required reintervention in this period. A review of long-term outcomes, defined as greater than 30 days post tcar, revealed the following adverse events experienced by patients: ipsilateral stroke (3%), in-stent thrombosis (0.7%), and mi (0.4%). 1% of patients required reintervention in this period. No further information was provided to boston scientific.

Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. George, m. J., husman, r., dakour-aridi, h., tanaka, a., madison, m., motaganahalli, r., leckie, k., & wang, s. K. (2022). Dual institutional experience with transcarotid artery revascularization. Vascular and endovascular surgery, 57(1), 35-40. Https://doi.org/10.1177/15385744221127846.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced ipsilateral stroke, in-stent thrombosis, and myocardial infarctions (mi). In some of these cases, intervention was required. This study was a retrospective chart review of 750 patients from january 2016 to january 2022 who underwent tcar. In the perioperative period, defined as 30 days post tcar, the following adverse events were experienced by patients: ipsilateral stroke (2.3%), thrombosis (0.5%), and mi (0.3%). 1.4% of patients required reintervention in this period. A review of long-term outcomes, defined as greater than 30 days post tcar, revealed the following adverse events experienced by patients: ipsilateral stroke (3%), in-stent thrombosis (0.7%), and mi (0.4%). 1% of patients required reintervention in this period. No further information was provided to boston scientific.

Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Updated fields: MDR attachments - an additional literature article (leckie 2023) analyzing the same data set has been included. H6 - evaluation method codes; evaluation conclusion codes. George, m. J., husman, r., dakour-aridi, h., tanaka, a., madison, m., motaganahalli, r., leckie, k., & wang, s. K. (2022). Dual institutional experience with transcarotid artery revascularization. Vascular and endovascular surgery, 57(1), 35-40. Https://doi.org/10.1177/15385744221127846. Leckie, k., tanaka, a., dakour-aridi, h., motaganahalli, r. L., george, m. J., keyhani, a., keyhani, k., & wang, s. K. (2023). Predictors of 30-day stroke and death after transcarotid revascularization. Journal of surgical research, 283, 146-151. Https://doi.org/10.1016/j.jss.2022.10.028.